Event description:
During a pci procedure, the balloon of the express2 monorail coronary stent delivery system balloon ruptured at 10 atms. The number of inflations and to what atms is unk. The lesion being treated is unk. The procedure was successfully completed with this device and the stent was successfully implanted. No pt injuries or complications were reported. Pt status is reported as 'good'.